Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the data file from the event was returned. Evaluation of the data file concluded that the device operated to specification. The analysis algorithm incorporated in zoll defibrillators works by taking nine-second ECG samples and dividing the sample into three, three second-segments. The algorithm then makes calculations based on ten waveform characteristics for each segment and classifies each segment as shockable or not shockable. A minimum of two of the three segments needs to be identified as shockable in order for the device to give a result of "shock advised." Review of the ECG event data concluded that the first and third segments were identified as non-shockable rhythms. The second segment was classified as a coarse ventricular fibrillation rhythm and had a result of shockable rhythm. Since there was only one segment out of the three segments with a result of shockable, the overall result for the analysis was "no shock advised." The outcome of the analysis is due to the inherent limitations of ECG analysis programs and not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient who was in ventricular fibrillation, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.